Event description:
In (B) (6), the pt's hm was receiving notices of low battery and intermittent eri. The pt was brought into the office and had a battery voltage of 5.70v and 62% battery life reported. The pt was sent home because the battery was believed to be fine. Pt was brought into the office today ((B) (6) 2009) and is now reporting eri with a battery voltage of 5.67v. On (B) (6) 2009 - this device was returned with oos documentation. Per oos, the pt received a shock on (B) (6) 2009 and the battery voltage went to 5.67v and triggered eri. The device was explanted due to the eri reading. This file was re-opened and the explant date, rp and MDR numbers were added. This device was replaced with a st jude ICD.